Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a serious case of skin erosion/pressure necrosis at the implantable pulse generator (ipg) implant site. There was decubitis of the skin and perforation of the skin by the ipg. The device was explanted on (B)(6) 2011.